Event description:
The customer reported that the device shuts down by itself. Per additional information, the problem with the device is that it gets abnormally hot during usage. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The device was found to visually and audibly alarm during alarm conditions. The device's external temperature was tested with max temperature recorded at 45°c. This temperature did not exceed the maximum allowable limits of 60°c. Therefore, there is no excessive temperatures risk to the operator in contacting the device surfaces. The device was confirmed to be functioning as designed.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device shuts down by itself. There was no patient impact or consequence reported.